Manufacturer narrative:
Product event summary: reported issue was not confirmed. Conductivity test was performed using a new battery to confirm continuous operation for 13 days. The epg case was opened, cleaned and inspected. Washers and o-rings were replaced due to deterioration. The pacing output, sensing sensitivity, rate and internal circuit were calibrated, then functional test and performance test were performed by test console. Normal operation was confirmed. Service label was attached. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action.

Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, the epg turned off a few minutes after being turned on. The device was replaced after this event occurred. The epg was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.